Manufacturer narrative:
Clinical resource integration program coordinator. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that blood leaked at the connection to the drip chamber.

Event description:
It was reported that blood leaked at the connection to the drip chamber. Although requested, customer did not report if there were any patient adverse effects from this event.

Manufacturer narrative:
The customer¿s report that blood leaked at the connection to the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted dried blood on the outside surface of the drip chamber¿s blood filter cap inlet ports. Blood was also observed in 1/2 (1.25¿) of the set¿s drip chamber and entire length of tubing. No other abnormalities were observed. Functional testing confirmed leaking from the engagement between the tubing of spike (1) to the blood filter¿s inlet port. The second spike (2) was attached to the IV lab bag and reprimed via gravity resulting in no leaks were observed at the engagement between the tubing of spike (2) to the blood filter. Dimensional analysis was performed and found the inside opening diameter at the top and bottom of the tubing connection area to be within specification. Further dimensional analysis was performed on the tubing and found the outside diameter measured within specification. The root cause of the leak was identified to be a result of multiple contributing factors including gaps (caused by incorrect bonding method into dispenser and flow restrictions that didn't apply a sufficient amount of solvent needed to facilitate full tubing insertion into the drip chamber cap) and incorrect engagements performed by the operators (caused by uncontrolled speed on the optimus line (rpm) and uncontrolled standard (pieces/hour) for new personnel). The device history record for primary blood set model 2477-0007 lot 20026749 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 26 june 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.